Manufacturer narrative:
Redacting initial regulatory report # 2649622-2013-13180 because this lead is a clinical unit and adverse reporting is the responsibility of the clinical affairs dept.

Event description:
It was reported that during a routine chest x-ray following a left ventricular lead implant, a small pneumothorax was noted. A second x-ray was done to ensure no increased accumulation and then a final x-ray revealed stability of the pneumothorax - or even a reduction - and the patient was discharged. The lead remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).